Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent auto-off alarms. Customer's blood glucose level ranged between 300-400s (mg/dl). Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider.